Event description:
A male pt was found in his room in arrest, and was not able to be resuscitated when a nurse entered the room. It was described that the pt's parents had been with him until 15 minutes before the event, but a delay in treatment occurred as staff were not aware of a deterioration in the pt's condition until they arrived in the room to check him at 7:15am.

Manufacturer narrative:
Post-incident, the customer requested onsite assistance with testing the involved device and reviewing logs. Logs and strips of the event were collected. The only alarm of relevance provided was at 7:45 am for vtach. A review of strips found that the pt's ECG leads had become disconnected at 7:04 am, and remained in an inoperative state until 7:30 am. Post incident testing found no evidence of any device malfunction. The info supports that the pt's leads became disconnected, and this was not resolved nor was the pt attended to for approximately 30 minutes during which time the pt's condition began to deteriorate.